Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro insulation tore off. No pieces detached in the leg, this was noticed when the device was removed for cleaning. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the cold jaw silicone was peeling from the bottom of the boot. There was some evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot tore off" was confirmed. The lot number could not be obtained, so a lot history record review could not be performed. (B)(4).